Manufacturer narrative:
Literature ref: doi: 10.1177/15385744241286603 a2: average age a3a: majority sex. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding endovascular recanalization in patients with vertebral artery stump syndrome: a single-center experience. The time frame of this study was january 2020 until june 2023. Multiple manufacturer¿s devices were used in the study population. Spider fx distal embolic protection device was used in 29 patients. It was reported that where spider fx was used it effectively prevented embolisms. None of the patients experienced ischemic stroke of posterior circulation during the operation. Among patient adverse events included dissection. No wire-induced vascular perforations or vessel ruptures during the procedures, and the dissection that occurred did not cause ischemic symptoms. No new neurological deficits occurred in any patient during the periprocedural period. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.